Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported low laser energy. Additional information has been requested.

Manufacturer narrative:
Additional information was received indicating that this complaint was reported in error. The event did not occur and therefore is not considered a reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from a company representative indicating that there was not a complaint or issue reported by the customer. This was entered in error.